Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this pacemaker went from approximately seven years remaining to one and a half years remaining in a span of one year. The battery diagnostic data analysis indicated that the power consumption has been increasing over the past year. The malfunction appeared consistent with other pulse generator (pg) that have had continuous average power increases due to hydrogen in the enclosed device case. Furthermore, the device was explanted. No additional adverse patient effects were reported.